Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to the trunnion breaking off the stem. Intra-operatively, it was noted the remainder of the trunnion was still inside the femoral head, and that the remainder of the stem was gouging into the liner.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event of disassociation was confirmed. Method & results: product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned.. Clinician review: a review of medical records with a clinical consultant indicated "the x-rays show a pressfit tha with a stem head dissociation. There is severe remodeling of the trunnion with a large amount of material loss and "penciling". Dissociation of the head the stems trunnion is confirmed. Because of the severe remodeling and material loss of the trunnion and inability to see inside the femoral head I cannot confirm trunnion fracture. The root cause of this mechanical failure cannot be determined from this limited documentation." Device history review: review of the device history records could not be performed as the device lot provided is invalid. Complaint history review: a complaint history review could not be completed because the device lot provided is invalid. Conclusion: it was reported the patient was revised due to "the trunnion breaking off the stem". A review of medical records by the clinical consultant confirmed the disassociation event. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to the trunnion breaking off the stem. Intra-operatively, it was noted the remainder of the trunnion was still inside the femoral head, and that the remainder of the stem was gouging into the liner.